Event description:
The customer reported that every time he tried to bolus the screen was blank. Troubleshooting was performed. The battery was removed and reinstalled, but the blank display continued. Have the device rested for couple hours with no results. A day later, the customer called back and stated that the insulin pump was functioning. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.